Manufacturer narrative:
A kinked cannula has the potential to restrict insulin delivery and may result in hyperglycemia. Since the pod was not returned we cannot confirm any product malfunction or defect that may have contributed to the customer's hyperglycemia. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Noticing the cannula appears different early on, allows the user to take the appropriate action and reduces the duration of elevated blood glucose levels. The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of a hcp. If ketones are not present take a correction bolus as prescribed by a hcp. Check blood glucose again after 2 hrs. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after a total of 4 hrs then replace the pod and contact a hcp for guidance. Lot qualification records were reviewed and determined to have passed all acceptance criteria.

Event description:
Customer's mom reported daughter's blood glucose was "between 200 mg/dl and 300 mg/dl throughout the day." She also stated "the tip of the cannula was kinked." Customer's mom couldn't recall the day of this high bg event. The pod was not returned for eval.